Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain more information from the customer with regard to the complaint device. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(4) reported that the oxygen tube "blows off" the rt008 air entrainer during use. The entrainer is part of the rt408 heated oxygen therapy kit. No patient consequence was reported. The hospital has further reported that they were not reporting this with regard to any particular incident, but rather raising this as a general concern.

Manufacturer narrative:
(B)(4). Method: the complaint oxygen tubing was not returned, however a sample oxygen tubing device was returned and visually inspected and connected to an rt008 entrainer. Results: the visual inspection revealed that the returned sample oxygen tubing has varying tapering widths. The sample oxygen tubing was then connected to an rt008 entrainer. A tight fit with the entrainer was not established. The identification of the manufacturer of the tube could not be established. Conclusion: it is unlikely that there is any fault with the rt008 entrainer. The rt008 is manufactured to fit standard oxygen tubing. This type of failure can happen if the oxygen tubing is not affixed tightly to the device. It is difficult to comment on the tubing, given the number of manufacturers, differing materials and fittings. The rt008 entrainer has a tapered connector and is intended for supplemental oxygen delivery only, and appropriate monitoring should be in place. At high flow the pressure on the connection can be significant. As the entrainer is capable of handling flows of up to 15l/min, it is important that the user ensure that the oxygen tubing is affixed tightly to the device.

Event description:
A hospital in (B)(6) reported that the oxygen tube "blows off" the rt008 air entrainer during use. The entrainer is part of the rt408 heated oxygen therapy kit. No patient consequence was reported.